Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A picture of the impacted set was provided. The visual inspection confirmed cuts on the effluent line. The exact location of the cuts could not be identified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with a prismaflex m150 set, unspecified tube damage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.